Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a lower leg angio procedure, the valve hub separated from the introducer. This device was removed and a new device was opened and used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions, specifications, trends and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: verify flare size and adequacy. Some things to look for: flare should be free of splits, nicks, pits, holes, kinks, and creases. Flare should be a concentric shape, not slanted or uneven; it should look like a champagne glass. Flare inside diameter should be unobstructed and round. Inside diameter should be free of debris, material flaps, strands, and protruding wires. Flare should fit over nose of adapter but not up onto adapter threads. When pulling flare down into base of cap, the flare should sit well in base of cap. You should not be able to pull the flare through the base of cap without wrecking or grossly distorting the flare. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported that during a lower leg angio procedure, the valve hub separated from the introducer. This device was removed and a new device was opened and used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.